Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that paramedics of the first aid tried to intubate the patient by using c-mac pm but it did not start. The team tried to re-start the system several times an also the blade has been uncopupled and coupled again. After few trial, the system started and the intubation managed to perform. Short delay for the intubation but no other harm. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Serial number added to section d. The event is filed under internal karl storz complaint ID: (B)(4).